Event description:
It was reported the patient thinks the vns generator battery is dead as her depression is continuously getting worse. The patient's vns generator was checked and it was noted the battery was fine, the settings were fine, and the device was fine. The physician at the time noted the patient left the office feeling better, but he did not know the patient's pre-vns baseline depression levels. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported by the patient's following psychiatrist that the patient's depression did not reach pre-vns therapy levels and that the patient's depression has improved.